Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, and despite frequent occlusion issues, declined additional assistance, leading technical support to close the case.